Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Event description:
During continued evaluation of the device by engineers it was revealed that the liner had tears with both ends attached. It was also discovered that strands were present, with only single sides attached, that were not previously known.

Manufacturer narrative:
Updated information was received and added to b.5. The edwards expandable esheath was returned for evaluation. During visual inspection the sheath was noted to be fully expanded. Minor soft tip damage and scratches are observed along the sheath shaft near the distal end of the sheath. A scratch was present from the soft tip to the hdpe approximately 0.5¿ in length. Minor bunching of the liner at the distal end of the sheath was noted approximately 0.5¿ in length. A liner tear was present approximately 0.75¿ in length, starting from 2.75¿ from the distal strain relief. Additionally, there were multiple liner tears and a strand observed at the liner tear area. The liner tear was approximately 3.5¿ distal to the strain relief with both sides attached and the liner strand was approximately 1¿ in length. Due to the condition of the returned device, functional testing was unable to be performed. The liner thickness was measured along the length of the tear. Thickness deviating from the specification could contribute to the liner tears and/or be indicative of a manufacturing non-conformance. The liner thickness was found to be within specification at all measured locations. A device history review (DHR) was performed and did not reveal any manufacturing non-conformance issues that would have contributed to the complaint event. A lot history review was performed and revealed no other complaints relating to liner strand and/or liner tear. Although the liner tear was confirmed, a complaint history review is not required as the issue has been previously identified and has been documented in an edwards technical summary for applicable root causes. A review of complaint history on confirmed device complaints from august 2019 through july 2020 revealed additional returned complaints for liner strands. Potential root causes discovered during the review include patient factors (calcification) and procedural factors (excessive manipulation). The instructions for use (IFU) and training manuals were reviewed for guidance and instructions involving the esheath and delivery system usage. If a balloon rupture occurs the operative is instructed to not use excessive force and take care when removing the balloon through the tip of the sheath. Guidewire position should be maintained. Based on the review of the IFU/training manuals, no deficiencies were identified. During manufacturing of the edwards expandable sheath set, the sheath and components are inspected several times throughout the manufacturing process. In addition, product verification testing was performed on a sampling basis and all testing met specifications. These inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing non-conformance contributed to the reported events. The liner strand and liner tear were confirmed based on visual inspection of the returned device. Based on available information, no manufacturing nonconformities were identified. A review of the manufacturing mitigation supported that the sheath has proper inspections in place to detect issues related to the reported events. Based on applicable DHR review, lot history review and complaint history review, there is no evidence to support a manufacturing nonconformance contributed to the complaint. No IFU/training manual deficiencies were identified. No manufacturing abnormalities were observed on the returned sample, dimensional measurements met specification, and an existing technical summary has been documented for root cause analysis on sheath shaft liner tears with normal liner expansion. In this technical summary, a review of liner tear complaint investigations on returned devices over a two year period found that patient/procedural factors (e.g. Access vessel tortuosity/calcification or withdrawal of a burst or torn balloon) are likely the contributing factors for sheath shaft liner tears. The presence of calcification, observed from the scratches on the sheath, can interact with the sheath liner during sheath insertion, weakening the liner material and can result in the liner tear, multiple minor liner tears and liner strand. In addition, as per the complaint description, ¿the balloon of the commander system ruptured with around 10% left in inflation device¿ when trying to remove delivery system excessive resistance was met when nose cone met distal end of sheath. The md tried to remove entire system as a unit (sheath and delivery system) when distal tip and nose cone would not exit the vessel.¿ due to the balloon burst, the altered profile of the balloon caused the distal tip and nose cone to interact, preventing the delivery system from being removed through the sheath. It is likely the device was excessively manipulated during withdrawal, further contributing to interference of the liner with the native vasculature leading to the liner damage. Available information therefore suggests that patient (calcification) and procedural factors (excessive device manipulation) contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Since there was no confirmed edwards defect which could have resulted in the complaint events, no corrective/preventative actions are required. Additionally, since no manufacturing non-conformances or IFU/training manual deficiencies were identified, no escalation to a pra was required.

Manufacturer narrative:
UDI: (B)(4). This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2020-12619. Investigation is ongoing.

Event description:
As reported, during a transfemoral tavr case while deployment of a 29mm sapien 3 valve, the balloon of the commander system ruptured with around 10% left in inflation device. The valve appeared to be fully deployed and echo showed mild+ pvl. When trying to remove the delivery system, excessive resistance was met when the nose cone met the distal end of the sheath. The physician tried to remove the entire system as a unit (sheath and delivery system) but the distal tip and nose cone would not exit the vessel. The balloon had a circumferential tear exposing the inner mechanisms. The physician went up and over from the contralateral side and occluded the proximal vessel with an 8x40 balloon. The surgeon was able to visualize the tab from the valve stop that was preventing the device from exiting the vessel. The plastic tab was lifted and device removed. Post angio showed extravasation at access site. A stent was deployed and the extravasation was resolved. During pre-decontamination of the returned devices a liner tear 3/4 inch in length was observed on the sheath. The tear started 2 3/4 inch from the strain relief.